Event description:
It was reported that patient underwent knee procedure approximately 13 years ago. Patient returned to surgery 2008 for replacement of the tibial bearing and patella button. Wear was noted on components upon removal.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: evaluation of returned device found approximately 75% of both condyles of the tibial bearing appeared to show evidence of wear and pitting/delamination. Area of wear on the medial condyle extended over the anterior and medial edges whilst the wear on the lateral condyle extended over the posterior and lateral edges.